Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a false occlusion error and it was found that the sensor was bad. There was no patient involvement.

Event description:
It was reported that the device had a false occlusion error and it was found that the sensor was bad. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 06/05/2018 to the present date 01/07/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.